Event description:
When attempting to use the monitor, the user found that it would not turn on. There was no harm to any pt. Tests revealed a intermittent transformer (t1) on assembly 970012. No specific cause for the failure of the transformer could be determined. It appears to have been a random component failure. The event is not occurring more frequently or with greater severity than is usual for the device.